Event description:
Paramedic called to report the use of the device on a sudden cardiac arrest victim who was in a pulseless electrical activity (pea) cardiac rhythm and converted into an asystolic rhythm. The paramedic operated the device to perform the automated chest compressions as an adjunct to manual CPR. He operated the device for nearly 6 minutes and stopped it to intubate the pt and subsequently was unable to intubate the pt due to severe kyphosis of the spine. The pt's head was approximately off the platform by nearly 6" due to the spinal curvature. While running the device the chest compression assembly detached at its break-away-link subsequently opened spontaneously and resulted in a malfunction of the chest band. The medics reverted to manual CPR as instructed in the user guide. The pt was pronounced dead and the paramedics did not believe that the device malfunction had any relationship to the pt's death.